Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor-does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, causing the connector to be loose from the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with belt.